Manufacturer narrative:
(B)(4)

Event description:
It was reported "during the step requiring simultaneous activation of the blue and gray triggers, the needle failed to retract despite applying substantial force. As a result, the procedure could not be continued with the initial device, and the case was proceeded with a new device". The patient's current condition is reported as "fine".

Event description:
It was reported "during the step requiring simultaneous activation of the blue and gray triggers, the needle failed to retract despite applying substantial force. As a result, the procedure could not be continued with the initial device, and the case was proceeded with a new device". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher not de ployed, cutter not deployed, needle trigger retracted, re-tract lever fully extended, urethral endpiece (ue) ready to deploy, distal tip undamaged, un-sheathing pawl engaged with suture spool, suture unbuckled, shuttle engaged with needle spool, suture ferrule in place, capsular tab (CT) did not unsheathe, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. Lever lock and tape engaged, needle extended. Needle damaged: the needle tip is bent outward, needle damaged: the needle is fractured near the distal tip. The needle was found to be extended approximately 31.18 mm out of the device. The needle was found to be fractured approximately 31.18 mm from the needle tip of the device. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift pro-cedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investigation did not show issues related to complaint. The customer report of: " the needle failed to retract " was confirmed. Confirmation is based on visual inspection, which showed the lever lock and tape (llt) condition was engaged. The nee-dle was not fully extended, resulting in the needle being unable to retract back into the device due to a bone strike. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes : ul - needle damaged : needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.